Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: a piece of rubber is missing from the port. No unanticipated tissue loss. No irreversible tissue damage. No unanticipated extension of the incision. No unanticipated blood loss..no delay in surgery time of more than 30 minutes. No device fragment fell into the patient or was left there.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/09/2015.